Event description:
It was reported that the nurse stated the target temperature was 37c, but the patient temperature are 33c in arctic sun device. The water temperature are 25.1c, flow rate are 2.9lpm, medium size pads, patent weight are 87kg and nurse noted that lots of exposed abdomen and confirmed it needed a universal. They set the rate at 0.26c and explained water temperature seems cold and they asked for the copy of the graph. They noted the target temperature are changed twice during the night and they placed the device in manual control at 40c. The nurse stated the water temperature are 18c at that point. It made no logical sensed for the water temperature have been this cold. Water temperature would not raised above 24. 9c. Drained 500ml of water and device still would not heat(heater command are 100 percentage). The device was sent to biomed for further investigation. They spoke with biomed for verify the heater resistance. The biomed stated based on the outcome of testing results only they go for next steps of repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the nurse stated the target temperature was 37c, but the patient temperature are 33c in arctic sun device. The water temperature are 25.1c, flow rate are 2.9lpm, medium size pads, patent weight are 87kg and nurse noted that lots of exposed abdomen and confirmed it needed a universal. They set the rate at 0.26c and explained water temperature seems cold and they asked for the copy of the graph. They noted the target temperature are changed twice during the night and they placed the device in manual control at 40c. The nurse stated the water temperature are 18c at that point. It made no logical sensed for the water temperature have been this cold. Water temperature would not raised above 24. 9c. Drained 500ml of water and device still would not heat(heater command are 100 percentage). The device was sent to biomed for further investigation. They spoke with biomed for verify the heater resistance. The biomed stated based on the outcome of testing results only they go for next steps of repair.